Event description:
The reporting facility reported an involving a patient. The event occurred while 1104g intracranial pressure temperature monitoring was in use. The catheter function as expected for the two hours post implantation. After two hours, the device showed high readings without patient stimulation or drug administration. No patient injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.